Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. The issue is therefore not confirmed all pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low reading issue with the freestyle libre sensor. The customer reported a sensor reading of 120 mg/dl, but experienced symptoms of nausea and abdominal pain. Later in the evening, the customer's symptoms increased, and a sensor reading of 180 mg/dl was obtained, as compared to a reading of 394 mg/dl on the built-in meter. The customer went to a hospital, where a laboratory blood glucose result of 500 mg/dl was obtained, and the customer diagnosed with diabetic ketoacidosis. The customer was treated with insulin and hydration IV infusion, and kept overnight. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low reading issue with the freestyle libre sensor. The customer reported a sensor reading of 120 mg/dl, but experienced symptoms of nausea and abdominal pain. Later in the evening, the customer's symptoms increased, and a sensor reading of 180 mg/dl was obtained, as compared to a reading of 394 mg/dl on the built-in meter. The customer went to a hospital, where a laboratory blood glucose result of 500 mg/dl was obtained, and the customer diagnosed with diabetic ketoacidosis. The customer was treated with insulin and hydration IV infusion, and kept overnight. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported a low reading issue with the freestyle libre sensor. The customer reported a sensor reading of 120 mg/dl, but experienced symptoms of nausea and abdominal pain. Later in the evening, the customer's symptoms increased, and a sensor reading of 180 mg/dl was obtained, as compared to a reading of 394 mg/dl on the built-in meter. The customer went to a hospital, where a laboratory blood glucose result of 500 mg/dl was obtained, and the customer diagnosed with diabetic ketoacidosis. The customer was treated with insulin and hydration IV infusion, and kept overnight. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.